Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No, some were formed completely, some were incomplete. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. Could you please clarify if there were any patient consequences? After 4 misfires the surgeon opted to stitch the medial end to avoid any future patient complications. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No change. Is this device available to be returned for evaluation? No, disposed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the endoscopic cutter misfired four times with three different staplers. No additional information was provided.